Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of vascular necrosis, lumps, bruising and burning pain. Are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: contra-indications ¿ do not inject into the blood vessels (intravascular). Intravascular injection may lead to embolisation, occlusion of the vessels, ischaemia or infarction. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. ¿ haematomas. ¿ induration or nodules at the injection site. ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported having a patient that was injected with juvéderm ultra xc in the frown line and oral commissures at another clinic. Patient noted that the injection had felt different from the previous injections they had and that it was painful and lumpy. Patient returned to the clinic the following day concerned with burning pain. Patient was reviewed by an admin staff as the injector was not there. Patient was told that it was bruising and sent home. Patient contacted the healthcare professional 2 days after the injection and provided them with a photo that showed impending necrosis which was also noted as a vascular necrosis in the glabella. Patient was then seen by the healthcare professional and treated the patient with hyalase twice that day and twice again the next day. Patient also commenced with hyperbaric oxygen the next day to minimize skin necrosis. Patient was also given aspirin, ciprofloxacin, prednisone, famvir and antihistamines. It was noted that the placement in the oral commissures was "terrible" and there were visible lumps which was also dissolved by the healthcare professional. Patient had some skin breakdown but the area has responded well to treatment and it was noted that "time will tell if it will leave scarring."

Manufacturer narrative:
The event of ischemia is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information: symptoms are still ongoing. The patient's skin is still discoloured, rough texture and uneven compared with surrounding skin. This might improve still with time. It was noted that if the patient had not been treated that the symptoms would have caused permanent tissue damage due to ischemia.